Manufacturer narrative:
Received four of 138104 in original packaging. Lot number was verified. Performed a visual inspection of the devices, there was one obvious sign of a breach on one package. Performed a functional inspection on the 3 remaining devices were dye leak tested which indicated that 2 of the 3 packages had an insufficient heat seal. In total 3 of the devices had insufficient heat seals. A root cause cannot be determined; however, based upon evaluation of the device, possible causes of this event could be that the device was encroaching the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of four devices for this lot number and failure mode; however, three were confirmed. A two-year review of complaint history revealed there has been a total of 189 reports, regarding 1,493 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: these devices should be inspected before and after each use we will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 138104, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.